Event description:
Procedure performed: laparoscopy, incisional/ventral hernia repair, and gastrotomy/event description: complaint created based on medwatch. Report #mw5148338 on (B)(6) 2022, patient presented for laparoscopy, incisional/ventral hernia repair, and gastrotomy. A laparoscopic retrieval device, the applied medical inzii retrieval system, was used to remove a specimen. On (B)(6) 2023, patient found to have another hiatal hernia with transverse colon creating a large bowel obstruction. Patient underwent a surgical laparotomy with diaphragmatic hernia repair. During this surgery, a retained object was found and removed. It was determined that the object was the green guide bead from the inzii retrieval system used during the (B)(6) 2022 surgery. Additional information was received via email on 24jan2024 from [hospital]: as of (B)(6) 2023, we understand that the patient is stable. In addition to the specimen retrieval system, the following instruments were used during the (B)(6) 2022 surgery: veress needle, 12mm laparoscopic port, laparoscope, laparoscopic trocars, liver retractor, ligasure device, pinpoint camera, gastroscope. The device used in (B)(6) 2022 was not retained. Intervention: during a follow up surgery, the green guide bead from the inzii retrieval system used during the previous surgery was found and removed. Patient status: as of (B)(6) 2023, we understand that the patient is stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is a follow-up to medwatch #mw5148338.

Event description:
Procedure performed: laparoscopy, incisional/ventral hernia repair, and gastrotomy event description: complaint created based on medwatch. Report #mw5148338 on (B)(6), 2022, patient presented for laparoscopy, incisional/ventral hernia repair, and gastrotomy. A laparoscopic retrieval device, the applied medical inzii retrieval system, was used to remove a specimen. On (B)(6) 2023, patient found to have another hiatal hernia with transverse colon creating a large bowel obstruction. Patient underwent a surgical laparotomy with diaphragmatic hernia repair. During this surgery, a retained object was found and removed. It was determined that the object was the green guide bead from the inzii retrieval system used during the (B)(6) 2022 surgery. Intervention: during a follow up surgery, the green guide bead from the inzii retrieval system used during the previous surgery was found and removed. Patient status: ni.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # mw5148338.